Manufacturer narrative:
Results code other = catheter.

Event description:
It was reported the pt experienced increased pain and no pain relief. The catheter was noted to have a break/cut in the intrathecal section with fibrous tissue around the tip of the catheter. The investing fibrous tissue was removed. The drug in the pump was fentanyl at a concentration of 1333.0 mcg/ml and a dose of 400.2 mcg per day with bupivacaine 25.0 mg/ml and clonidine 1167.0 mc/ml. The pt recovered without sequela. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.